Event description:
It was reported that, "the patient underwent a total hip arthroplasty on (B)(6) 2009 and is alleging an unknown injury."

Manufacturer narrative:
Other catalog numbers and lot codes listed in this report: v40 cocr lfit head 44mm/+0; catalog # 6260-9-144; lot # l5tmee. Accolade tmzf hip stem #5; catalog # 6020-0537; lot # 26407105. Trident 0 deg insert 44mm; catalog # 623-00-44i; lot # 2tjmma. It cannot be determined which, if any of these devices may have caused or contributed to the patient's alleged injury. The information in this report was provided by (B)(4). No additional information is available at this time.